Manufacturer narrative:
Qn# (B)(4). The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during liver transplantation surgery, clip slippage occurred.

Event description:
It was reported that during liver transplantation surgery, clip slippage occurred.

Manufacturer narrative:
(B)(4). Per DHR the product auto endo5 ml lot # 73f1800487 was manufactured on 06/19/2018 a total of (B)(4) pieces. Lot was released on 07/14/2018. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was able to properly load into the jaws of the device and was successfully attached to over-stressed surgical tubing. This was repeated with the same result for the next two clips. Another attempt was made and the fourth clip was unable to properly load. The last remaining clip was able to properly load and attach to over-stressed surgical tubing. The sample was received with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. Of the remaining 5 clips, only 4 were able to properly load and successfully attach to over-stressed surgical tubing. The sample was disassembled to inspect the internal components. Upon disassembly, no damages were observed. It could not be determined what prevented one of the clips from loading properly. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips slipped" was confirmed based upon the sample received. One device was returned. The device was received with 5 clips remaining in the channel indicating that 10 clips were fired by the end user. Upon functional inspection, it was found that one of the remaining five clips was unable to load properly. No damages were found to the device. The four clips that properly loaded were all able to successfully attach to over-stressed surgical tubing. It could not be determined what prevented one of the clips from properly loading into the jaws of the device. A device history record review was performed on the autoend05 with no evidence to suggest a manufacturing related cause. Since it could not be determined what prevented one of the clips from properly loading, the root cause of this complaint is undetermined.